Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, when connecting the cameras, the image disappears when pressing the connectors was caused by the wear of the video socket connector. The cause of the video socket connector occurred due to wear of the lock. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the video socket connecter did not secure scope video cable due to wear in locker, it was recommended that the front panel and the rear panel be replaced due to poor appearance. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the image with the visera elite video system center disappeared and the connector had to be moved around to get an image. There was no harm or user injury reported due to the event.